Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was rupture.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening and device was underweight. A microscopic analysis was performed which identified two openings(striated) and wear abrasion. Based on the device analysis the final assessment is two openings (striated) assessed as surgical damage.

Event description:
Physician reported left side rupture. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device remains implanted.